Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection and functional testing were performed. During the power on self-test the f-66 alarm was identified. The cause of the alarm was a damaged sensor board. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The pump has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician identified an f-66 alarm (supply voltage of cpu circuitry is too high) on a flo-gard infusion pump. Additional information is not available.